Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged multiple severe sinus infections, nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information alleging to a CPAP device's sound abatement foam. The patient alleged multiple severe sinus infections, nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. Evidence of sound abatement foam degradation/ breakdown was not observed in the base unit. Secondary findings: dust/dirt contamination on outer surface of the device, on front panel, side panel, and air path. One error was logged. A contaminate consistent with keratin was observed. Liquid ingress on blower with mineral deposits. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Section d8, d9, h2, h3 and h6 were updated in this report.